Manufacturer narrative:
The sample was implanted into the patient and is therefore, unavailable for evaluation. To date this is the only reported complaint for this manufacturing lot. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on not having the sample to evaluate, we are unable to evaluate for root cause; this complaint is inconclusive. Remains implanted.

Event description:
The following was reported to davol: it is reported that the surgeon was suturing a phasix st as an underlay in an open ventral hernia repair case. It was reported that the sutures were not close to the edge of the mesh. As he placed a u stitch into the mesh and then brought it into the lateral fascia to tie it down the suture ripped through the mesh and created a hole in the phasix st. The surgeon had to suture the hole together and was concerned about the strength of the mesh. He was using pds, needle size unknown. Other sutures had been placed prior to the "pull through". It was a bridged mesh, other than that, it was a normal case. The mesh was not removed. There was no patient injury as a result.